Manufacturer narrative:
Additional information indicates the decision is not reportable as no intervention was taken on the leads. Due to unrelated health issues, the physician elected to replace the ipg with a model that has a wider impedance field. The allowance permits mris. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the decision is not reportable as no intervention was taken on the leads. Due to unrelated health issues, the physician elected to replace the ipg with a model that has a wider impedance field. The allowance permits mris

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.